Event description:
In 2008, the patient called for assistance with performing the change cartridge procedure. The patient did not assemble the insulin cartridge, adapter, and infusion tubing prior to insertion into the infusion device. She was educated on the proper procedure. She then primed the infusion set and a friend advised her that there was an air bubble in the infusion tubing at the luer connection. The patient was not able to see the air bubble due to vision concerns. She was able to prime the bubble from the infusion tubing. She was upset about wasting insulin, due to priming the air bubble out of the infusion tubing. She stated that this is an ongoing issue. She stated that she uses room temperature insulin to fill the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.